Manufacturer narrative:
It is indicated that the explanted lead will not be returned. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient's pudendal lead had eroded through the skin medial to the right buttock at the original entry site of the tuohy need and incision. A loop of the lead cable was protruding from the wound. The physician did not note any infection, however the patient was administered prophylactic antibiotics. The patient underwent a lead explant procedure and was doing well post-operatively.